Event description:
Philips received a complaint by the customer on the v60 indicating that the pressure sensor autozero had failed. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the data acquisition (da) printed circuit board assembly (pcba) was failing which caused the pressure sensor autozero to fail as well. No work was performed by philips as the customer was sent a quote for service but later cancelled due to no response from the customer. No work was performed by philips as the quote for service was cancelled due to no response from the customer. The investigation concludes that no further action is required at this time.